Manufacturer narrative:
The insulin pump was received with the reservoir tube lip completely broken off and the reservoir would not stay locked in. The unit also had a missing o-ring in the reservoir tube. There were minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that a piece was missing from the reservoir tube lip. The patient's blood glucose at the time of incident was 82 mg/dl. Troubleshooting was initiated for the physical damage. The customer did not recall how the damage occurred, but she stated that she works with kids and that she is a clumsy person, so the pump had been bumped a lot. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.